Manufacturer narrative:
(B)(4). Physio-control examined the device and verified the reported issue that all three icons (charge pak, attention and service wrench) were present on the display. Physio also observed that the device would not power on and, as a result, would not be able to provide defibrillation therapy if it were necessary. Physio determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u4, of the digital pcb assembly. Ic chip u4 caused excessive off current electrical leakage which in turn depleted the device's internal hybrid layer capacitor (hlc) batteries and the charge pak assembly. As a result, the device could no longer power on. The customer was provided with a replacement device.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.